Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient's wife for follow-up questions and obtained/verified the following information. The patient's wife informed the mss that the patient's testing frequency is 3 times daily and manages his diabetes with lantus insulin (56 units in the morning and 32 units at night) and regular insulin (sliding scale). On the evening of (B)(6) 2012, the patient's wife stated the patient tested on the subject meter and obtained a reading of "148 mg/dl." Due to the alleged reading, he administered 56 units of lantus insulin as normal. The following day at approximately 5:35am, the patient's wife indicated the patient was experiencing symptoms of sweaty and shaky. The patient's wife reported the alleged issue began at 5:45am, when the patient had obtained a reading of "127 mg/dl" on the subject meter. Due to the alleged high reading, however, the wife confirmed that the patient still administered his usual dose of lantus insulin that morning. Since the wife felt that the patient's symptoms and the reading did not correlate, the patient's wife stated she had the patient test on her meter (onetouch ultra2) at 5:47am. According to the patient's wife, she confirmed the result was "67 mg/dl" on the onetouch ultra2 meter, so she gave him 2 glasses of apple juice to drink. The patient's wife stated it took about an hour for him to feel better and to get his blood glucose level to go up. At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient's wife, however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims that the patient obtained an inaccurate high result(s) on the subject meter, administered insulin based on the alleged reading(s), and developed symptoms suggestive of a serious injury, requiring treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.